Event description:
It was reported that during a shoulder scope the lens unit had was heating the light cable at the end of the case and it left a dark sticky residue on the cable. After 45 minutes into case, picture starts getting dark and hazy, a 12r orange light cable and blue cable were used and the same thing happened, the cables were used in a 560 control unit and the cables functioned. It is unknown if there was a delay however the procedure was completed with a backup device. No further complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lens unit had was heating the light cable at the end of the case and it left a dark sticky residue on the cable. After 45 minutes into case, picture starts getting dark and hazy, a 12r orange light cable and blue cable were used and the same thing happened, the cables were used in a 560 control unit and the cables functioned. It is unknown if the event happened during a procedure, if there was a delay or backup device available. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.